Manufacturer narrative:
It was reported that left hip revision surgery was performed due to indications of aseptic, lymphocyte-dominated vasculitis-associated lesion (alval) and metallosis. During revision, the r3 liner, the hemi head and modular sleeve were removed, the r3 shell and anthology stem remained implanted. As of today, device return and additional information has been requested for this complaint but has not become available. In the absence of the actual devices, the production records were reviewed for the known devices reportedly involved in this incident. Review of manufacturing records did not reveal any waivers, concessions, manufacturing or material abnormalities that could have contributed to this issue. The available medical documents were reviewed. It was noted that dark synovial fluid appearing to have metal ions was found during revision. There was noted to be caseous material with tissue that looked necrotic and that nothing appeared to be infected. Tissue and fluid were sent for cultures and gram stains; however, the results were not provided. Osteolysis was also noted around the acetabulum but was not extensive. The intraoperative findings of alval and dark synovial fluid appearing to have metal ions is consistent with metallosis; however, without the supporting lab/pathology results, imaging, and/or the analysis of the explanted components, the root cause of the reported alval, metallosis, and osteolysis cannot be confirmed, and it cannot be concluded that the reported clinical reactions were associated with a mal-performance of the implant. The patient impact beyond the pain, revision, and expected transient post-op convalescence period cannot be determined without return of the actual devices or further information we cannot further investigate or confirm the details supplied in this complaint, and our investigation remains inconclusive. If the products or additional information become available in the future, this case will be reopened. No preventative or corrective action has been initiated as a result of this investigation.

Manufacturer narrative:
Smith & nephew is submitting this report pursuant to the provisions of 21cfr, part 803. This report may be based upon information which smith & nephew has not been able to investigate or verify prior to the required reporting date. This report does not reflect a conclusion by FDA, smith & nephew, or its employees, that the report constitutes an admission that the device, smith & nephew or its employees caused or contributed to the potential event described in this report.

Event description:
It was reported that left hip revision surgery was performed due to indications of aseptic, lymphocyte-dominated vasculitis-associated lesion (alval) and metallosis.